Event description:
Additional information received from a consumer indicated that they requested a company representative (rep) to adjust the flow rate of their pump because they were still in the rehab facility and could not get into the hcp office until (B)(6) 2023. The patient had three or four surgeries with the company representative but unable to clarify since they had hard time hearing the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug (concentration and dose unknown) via an implantable pump for intractable spasticity. It was reported that the patient had a revision in october. It was reported they had been in pain occasionally, but did not bring the concern to their healthcare provider (hcp) for about 6 months. The patient spoke to their hcp about the pain around end of july/august. The pump was moving around and it had slipped down. It was noted the bottom of their stomach was getting really big. The patient did not know why the pump moved, and they had no falls/trauma that would explain a root cause. It was reported the revision was done in october where they moved the pump up and "sideways", but the pump was still moving around. The new location of the pump was causing more problems than when it had slipped down. It was reported the patient had pain in a lot of other spots like their ribs and "inner bones". The patient thought they had baclofen in the pump, but was not sure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.